Event description:
It was reported that increased high voltage lead impedance was observed. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.